Event description:
Mother got air on brain, discovered after day at dialysis, was told no alarm went off. Mom went into coma hours later and had to be transported to another hospital for hyperbaric treatment. (B) (6)